Manufacturer narrative:
Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient's legal counsel that the patient received a tka on their right knee on (B)(6) 2010 and their left knee on (B)(6) 011 due to osteoarthritis. The patient is claiming pain in the left knee, but the surgeon has advised that a revision would do more harm than good.